Event description:
Customer called to report the pump did not have an audible tone. Troubleshooting was performed. An audible tone was not able to be heard. Pump was not dropped, bumped, or exposed to moisture.